Event description:
It was reported that continuous glucose monitor displayed error message while customer was using sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that error did not return, and was instructed to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.